Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with signs of use. Functional testing to recreate the reported event verified the implant did not disengage from the mount. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1257211. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1257211 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not disengage/release.¿ the customer did not submit images for the reported event. Documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants - 4869 rev 9-10/19. Information identified: "breakage" page 2. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 3, the most likely root causes determined from the investigation are missing or confusing. Instructions for use, torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes."

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that it was it was impossible to unscrew the mount from the implant during placement. Another implant has been placed in order to complete the procedure. #18.